Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for syringe not fully aspirating and several needles being bent. Customer stated that the syringe is pulling air in the syringe and a few needles were bent. Customer is using the syringe for his dog. Customer does not currently have any of the syringes that are working properly. Customer states that he discarded the syringes that were bad. Medical attention is not reported as a result. The product storage location is undisclosed. The syringes lot manufacturer¿s expiration date is 05/28/2022 and open date is 6 months ago.